Event description:
Additional information received reported the patient's healthcare professional (hcp) planned to organize a clinic by late (B)(6) to examine the patient. The hcp was not able to provide specifics. The patient's side effects were temporary.

Event description:
The company representative reported that the doctor has not indicated that there was any further problem with the patients he reviewed from the (B)(6) clinic. The cause of the acute facial contraction was not determined, the doctor felt that adjusting the stimulation level resolved the problem. No additional symptoms were reported. The patients were doing fine with their deep brain stimulation therapy and symptoms were well managed. It was noted that the doctor did not want to provide the device information.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an unknown number of parkinson's disease patients received good symptom control with their implantable neurostimulator (ins) systems. It was noted that one of the patients had received their first ins while the others had all received replacement inss. 24 to 48 hours after their ins implant procedures the patients experienced an "acute side effect of facial contraction and ended up in the emergency room." In each case, the patient's stimulation voltage was reduced and the patients went home. It was noted that "one of them had a recurrence of the problem" by the time of report. The physician involved with the cases "thought a small amount of fluid in the connector was causing a transient short circuit, leading to the side effect" and that the issue "may or may not be caused by the contact(s) used in programming." There were no patient injuries or deaths reported. Additional information has been requested; a supplemental report will be filed if additional information is received.

Event description:
Additional information received from the manufacturer representative reported that the health care provider (hcp) assessed the 3 patients on (B)(6) 2015 and didn't indicate that the patients would need to be investigated further. The manufacturer representative's assumption was that the patients were doing fine right now.